Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during an operation the instrument suddenly fell apart. No harm to the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was conducted and the report indicates that the screw holder were found to be in conformance. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The cause of the instrument falling apart could be due to mechanical overloading during application. No product fault could be detected and no complaint related issues were found. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: dzj. The product was returned and is entering the complaint system. A device history records review has been requested.